Event description:
It was reported that a minicap extended life pd transfer set leaked. This occurred during use of the device for peritoneal dialysis therapy. The leak was identified at the junction of the female connector and the main body after therapy. The patient was given prophylactic antibiotics as a precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot #: the lot # was reported to be either h20i01103 or h22c10064. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye did not identify any issues. Functional testing including leak, clear passage, clamp function testing and integrity testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted on the two suspected lot numbers and there were no deviations found related to this reported condition during the manufacture of either of the suspect lots. Should additional relevant information become available, a supplemental report will be submitted.